Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause and outcome of the event were not reported. On an unreported date, the patient was treated with unspecified antibiotics (drug names, dosages, routes, and duration not reported). Pd therapy was ongoing. No additional information is available.